Manufacturer narrative:
The field service engineer found the rinse water levels were out of adjustment and the reagent probes were dirty. He replaced the reagent probes and adjusted the rinse levels. The customer ran calibration and quality controls. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for about 50 patient samples tested with the crej2 (creatinine jaffe gen. 2) assay on a cobas pro c 503 analytical unit. The repeat results were generated on a different analyzer. Of the data provided the following discrepant results for 5 patient samples are representative examples: patient sample 1 initially resulted in a crej2 value of 0.0962 mg/dl and repeated as 0.95 mg/dl. Patient sample 2 initially resulted in a crej2 value of 0.75 mg/dl and repeated as 1.54 mg/dl. Patient sample 3 initially resulted in a crej2 value of 1.28 mg/dl and repeated as 2.15 mg/dl. Patient sample 4 initially resulted in a crej2 value of 0.425 mg/dl and repeated as 1.21 mg/dl. Patient sample 5 initially resulted in a crej2 value of 0.617 mg/dl and repeated as 1.46 mg/dl.

Manufacturer narrative:
The reagent lot and expiration date were requested but not provided. The investigation is ongoing.